Manufacturer narrative:
No product was returned for investigation. The cause of the major bleeding is determined to be use issue due patient movement because insertion site oozed while the patient struggled in ICU. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced oozing at the access site. The patient was transfused one unit of packed red blood cells.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.